Event description:
A nurse reported to baxter (B)(4) that when taking the blood lines out of the package there was a black spot noticed on the tubing. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint

Manufacturer narrative:
(B)(4). Evaluation of the sample by baxter and the supplier confirmed that there was a black spot on the inside of the tubing. The supplier further evaluated the sample and determined that the spot was not particulate matter inside the tubing; rather it a halo on the tubing. Batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause was undetermined. Renal quality engineering will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received , and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.